Manufacturer narrative:
Date of event is approximate. The diamondclean brush head is an accessory to the sonicare toothbrush. The model and serial numbers of the brush head were not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that a plastic piece embedded in the bristle field scraped and cut their spouse's gums. No medical attention was sought.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.